Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical, that a consumer received a reading of 333 mg/dl on his blood glucose meter but the reading sent to his insulin pump was 72 mg/dl. The difference in these readings was determined to be clinically significant. The meter will be returned for evaluation.